Manufacturer narrative:
No medwatch form was received.

Event description:
Noise was observed on the rv sense/pace channel, so physician decided to check the lead. During the surgical procedure, it was found that the rv connection setscrew was not perfectly tightened. The setscrew was tightened down and no noise was observed on the egm. The device remains implanted.